Manufacturer narrative:
The reason for device explant and/or reoperation stated in section h10 of the previous erroneously reported capsular contracture. The correct reason for the patient's right side is pseudoptosis. Manufacturer¿s reference number: (B)(4) the reason for device explant and/or reoperation stated in section h10 of the previous erroneously reported capsular contracture. The correct reason for the patient's right side is pseudoptosis.

Manufacturer narrative:
On august 05, 2024, the mentor failure analysis lab has received the device for evaluation. On august 09, 2024, the evaluation for the device was completed. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 425cc returned device. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis, can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Section d6b: explantation date: on (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 54-year-old hispanic female patient underwent a primary breast augmentation with two 425cc mentor memorygel breast implants and experienced capsular contracture (baker grade 3) on the left side and pseudoptosis on the right side post-operatively. As a result, the patient is to undergo bilateral device explantation on (B)(6) 2024. This report is for the right side device.

Manufacturer narrative:
On july 15, 2024, mentor received additional information regarding the event. It was mentioned that the patient's right side had asymmetry with limited mobility. It was soft, non-tender, with pseudoptosis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 04, 2024, mentor received additional information reporting that the patient's replacement device will be a 425cc mentor memorygel breast implant (catalog number 3504254bc). Manufacturer¿s reference number: (B)(4).